Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a distal stent-induced new entry tear was noted 549 days post-procedure. On (B)(6) 2023, this 67-year-old female patient was routinely treated for persistent false lumen perfusion after thoracic endovascular aortic repair (tevar) for type b dissection with placement of a zta-pt-34-30-161, starting at zone 4. Procedure imaging revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2023, the patient experienced access site dissection and bleeding treated with antibiotics and open femoral artery reconstruction and was not related to the study device but related to the procedure. Follow-up cts on (B)(6) 2023, and (B)(6) 2024 revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, the patient experienced distal stent-induced new entry tear (this complaint) related to the study device and procedure. The event was not treated, although the patient was hospitalized for a week. On (B)(6) 2025, the patient experienced aneurysm or vessel leak distal to the study stent (this complaint) treated with endovascular placement of a thoracoabdominal aortic graft. On (B)(6) 2025, the patient experienced an mi treated with medication and not related to the study device/procedure, related to pre-existing cad. On (B)(6) 2025, the patient experienced a fever treated with medication and not related to the study device/procedure. Patient outcome the dsine was not treated but is noted as resolved without sequelae on (B)(6) 2024. However, aneurysm or vessel leak 709 days post-procedure is related to the event of distal sine 549 days post-procedure, which was treated with an additional stent graft.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2023, this 67-year-old female patient was routinely treated for persistent false lumen perfusion after thoracic endovascular aortic repair (tevar) for type b dissection with placement of a zta-pt-34-30-161, starting at zone 4. Procedure imaging revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2023, the patient experienced access site dissection and bleeding treated with antibiotics and open femoral artery reconstruction and was not related to the study device but related to the procedure. Follow-up cts on (B)(6) 2023, and (B)(6) 2024 revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, the patient experienced distal stent-induced new entry tear (this complaint) related to the study device and procedure. The event was not treated, although the patient was hospitalized for a week. On (B)(6) 2025, the patient experienced aneurysm or vessel leak distal to the study stent (this complaint) treated with endovascular placement of a thoracoabdominal aortic graft. This was not considered a secondary intervention. The event was not related to the study device/procedure. On (B)(6) 2025, the patient experienced an mi treated with medication and not related to the study device/procedure, related to pre-existing coronary artery disease (cad). On (B)(6) 2025, the patient experienced a fever treated with medication and not related to the study device/procedure. Per the additional information, aneurysm or vessel leak 709 days post-procedure is related to the event of distal stent graft induced entry (sine) 549 days post-procedure, which was treated with an additional stent graft. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint is related to the implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use the device is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta, hence the use of the device for treatment of dissection is considered out of intended use. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it is likely that the procedure and placement of a zta in a dissecting anatomy could have contributed to the development of sine. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.